Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 300cc saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 10-feb-2023, mentor received additional information about the event: it was reported that the patient¿s left breast prosthesis was deflated intentionally by the surgeon during the explantation surgery on (B)(6) 2023. This report is for the patient¿s left breast prosthesis. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). The patient¿s explanted breast prostheses were replaced with mentor memorygel xtra breast implant 430cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).